Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 5.1, lab: 2.8. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt had a dizzy spell and fell. He does not believe it is related to his inr results. He was fully checked out at the hospital and all tests came back fine.

Manufacturer narrative:
Investigation pending.